Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's mother contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio iq meter read inaccurately low compared to a laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter claimed that on (B)(6) 2015 at 8:30am, the patient obtained blood glucose readings of "8.9 mmol/l" with the subject meter and 12.3 mmol/l" on a laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster). During the follow-up call, the reporter claimed the patient usually tests her blood glucose 4-5 times a day and that her normal blood glucose range is between "7.0 and 10.0 mmol/l." The reporter claimed that on several occasions prior to contacting lfs, the patient obtained "normal readings" but at night developed "high symptoms." The reporter claimed that on one of the occasions, around midnight on (B)(6) 2015, the patient started "vomiting" and had "high ketones."during the follow-up call, the reporter claimed the patient's blood glucose was tested with the subject meter at the onset of the symptom and a result of "15.6 mmol/l" was obtained. The reporter claimed the patient's reading was a "little higher than expected." The reporter claimed that emergency medical services (ems) was contacted for assistance and that the patient was administered 10 units of humalog insulin on their arrival. During the follow-up call, the reporter stated she was uncertain of what may have caused or contributed to the onset of the patient's symptom as the patient had been following her usual diabetes management routine. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. Although the patient reportedly received health care professional (hcp) treatment for an acute high blood glucose excursion, there is no indication that the alleged inaccuracy issue caused or contributed to the patient's injury. The medical treatment received by the patient correlates with the result obtained with the lfs device. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs's accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.